Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by ambulance to the emergency room (ER) due to hyperglycemia. The patient's daughter reported blood glucose levels continued to rise despite delivering boluses, so she called paramedics. The patient's blood glucose levels reached 364 mg/dl while wearing the pod on the abdomen. The patient was treated in the ER with intravenous fluids and manual injections of novolog insulin, and was released after 3-4 hours. Patient's daughter reported the pod was removed either in the ambulance or at the ER, but could not recall. The patient's blood glucose history is as follows: time bg(mg/dl), 8:45 141, 9:45 364.